Event description:
Per information provided. (B)(6) 2014 ¿ patient was diagnosed with bilateral inguinal hernia thereby underwent laparoscopic repair with implant of two 3dmax meshes (device 1 and 2). Per operative notes, ¿in the left side, an indirect inguinal hernia was noted and reduced. A left large 3dmax mesh (device 1) was placed over the defect and secured to the cooper¿s ligament. In the right inguinal area, the defect was reduced and another right large 3dmax mesh (device 2) was placed and tacked to coopers ligament. The fascia was closed and secured with sutures.¿ (B)(6) 2019 - patient was diagnosed with recurrent bilateral direct inguinal hernia thereby underwent open repair with removal of prior meshes (device 1 and 2). Per operative notes, ¿in the right inguinal area, the fascial hernia defect was reduced and closed with sutures. The mesh (device 2) was incised at the inguinal ligament and removed completely. Similarly, in the left inguinal area, the defect was reduced and left inguinal mesh (device 1) was excised and fascia was reapproximated with sutures.¿

Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. This MDR represents the 3dmax (device 1). An additional supplemental emdr was submitted to represent the 3dmax (device 2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.